Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter. After some manipulation, the clip was released. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.